Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd phaseal¿ y-site connectors (c80) leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "we got an reclamation about the 515304 lot:2103205 from the last delivery on 2 eaches, liquid drips sideways."